Manufacturer narrative:
Follow-up #1: date of submission 11/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear and legible. However, moisture was observed behind the display lens. A leak test was performed and a leak was identified at the missing audio bolus button. The pump cover was removed and moisture was observed throughout the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.